Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer rolled onto the pump. Subsequently, the pump touch screen cracked and an unspecified malfunction alarm occurred. Customer's blood glucose (bg) level was 528 mg/dl with trace ketones. A manual injection was administered to address elevated bg. Customer reverted to manual injections for insulin therapy.